Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported being on narcotics since implantable neurostimulator (ins) was implanted. Patient is taking a water pill and states that they don't urinate by the evening. Patient will see their healthcare provider (hcp) on (B)(6) 2017, and if "it doesn't get any better," they will explant the device. Patient admitted they don't want it explanted and they just want to get it to work. Patient is on antibiotics macrobids for 5 days for a uti that has ecoli in it. No further patient complications have been reported as a result of this event.

Event description:
The patient reported that they were still holding some urine since implant. They mentioned that the therapy was working more on their bowels than their bladder, when they were implanted for their bladder. They stated that they were using catheters and had a urinary tract infection prior to the interstim therapy. They though that they might have a uti since the week prior to the report, but it had not been confirmed by a healthcare provider. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient still had the uti and was on a 95 day antibiotic.

Manufacturer narrative:
There were no serious outcomes attributed to the device. Other, intervention required, and hospitalization do not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reviewed by medical safety indicated the event of a urinary tract infection (uti) and its reported severity is not related to the device or therapy because the patient reported a history of utis as the patient stated, "she was using catheters and had a urinary tract infection before the interstim therapy", which is assessed as related to the patient¿s underlying urinary dysfunction. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the urinary retention was the reason why that she got the implant. Before, the patient used a catheter to relieve the urinary retention and now the patient sits for a long time before she goes. The patient reported that she is still not emptying like she should in response to a question asking if the reported utis are related to the patient's underlying urinary dysfunction. The need for the water pill is not due to the device or therapy, and the patient noted that she sometimes retains water. The patient has a history of utis, but she has kept "a solid one" the whole time since the implant. She noted that this uti with e. Coli started prior to the interstim implant, and that she was on macrobid for 5 days, and a low dose of macrobid for 90 days. The patient spent 8 days in the hospital for a uti with e.coli from (B)(6) 2017 until (B)(6) 2017. The health care did not say the cause of the reported utis, but the patient has been on antibiotics for it, and it's still there. It was noted that they thought that the uti was caused from catheterizing. The patient noted that something is wrong with the device, and was not sure if there was a malfunctioning to the implant. The health care provider stretched the patient's bladder, and the surgery was supposed to stop the uti. The patient had been in the emergency room about 10 times since having the implant due to uti. The patient stated that she is allergic to a lot of medications. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient keeps getting urinary tract infections (uti's) and has been hospitalized 3 times since march. The patient stated that each time she spends 8 days in the hospital and receives IV antibiotics. The patient was in the hospital for a uti (B)(6). She was notified on (B)(6) that she had a uti again, but then on (B)(6) was told by a nurse that she was uti free. The patient however, still believes she has a uti. The patient reported that there is e.coli bacteria and endotoxins in the uti. The patient stated that she is on antibiotics for three months at a time, and that she has been on so many antibiotics that she is now immune. She also stated that she is now allergic to some antibiotics. No further complications were anticipated/reported.